Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed a pocket infection. It was noted that the infected area is not tender to the touch, but that the area is 1 centimeter in diameter, and the area around the suture is red and oozing. A culture was taken which confirmed staphylococcus aureus. The patient was instructed to use a hot compress on the infected area. Currently, there is no evidence that surgical intervention has been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.